Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery (ata). After non-bsc guide wire crossed the lesion, a 3.0mmx220mmx150cm coyote¿ balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 8 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.5mm-220mm coyote balloon catheter. No patient complications were reported and the patient's status was good.